Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, the device was broken shell, red particles material was found on the gel, missing shell, wear abrasion and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening/broken crease sharp and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Broken crease sharp in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.